Manufacturer narrative:
No patient injury. No product failure. No product defects. Analysis reports sent to initial reporter and follow-up contact by sales department requested.

Event description:
Two separate naso-gastric feeding tubes were reported to be leaking during aspiration (vacuum applied to tube) shortly after insertion in the patient. No patient injury occurred. The tubes were simply removed and replaced with a new tube.